Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient's representative reported capsular contracture, baker grade IV, on the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Patient's representative reported, capsular contracture, baker grade IV. On the left side. The device has been explanted.